Event description:
The pt had surgery to replace a valve that was implanted (B)(6) 2004. The surgery in 2004 was a bioprosthesis #27mm valve. The pt recently had complaints of left shoulder pain with exertion and a work up was done which indicated the need for the replacement.